Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, the seal remained inside the loader on the hs iii proximal seal. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
The device was returned to the factory for evaluation. It showed signs of clinical usage. There was a significant amount of blood on the delivery device, inside the delivery tube. There was evidence of blood on the exterior of the loading device. The delivery device was returned outside of the loading device. The tension spring assembly, anchor tab and seal were outside the devices. The seal was anchored to the tension spring assembly. The blue slide lock was unlocked and white plunger was depressed on the delivery device. Based upon the evaluation results, the reported complaint was confirmed. A lot history record review was completed for the reported product lot number. There was no non-conformance recorded in the lot history. (B)(4).